Event description:
Monitor sn (B)(4) was returned to zoll after a review of the (B)(6) male patient's download revealed several clock and memory failures. Zoll customer support attempted to contact the patient to replace equipment and in the process was notified that the patient was ending use. The patient did not allege any deficiencies with the device. During servicing of this monitor, a reportable event was discovered. The monitor's case was separated at the seam disconnecting several wires.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (memory and clock failure) has been confirmed. As received, the monitor case was separated and all wires were pulled from the end cap. In normal operation, two white wire bundles are connected to the monitor end cap. A first white wire bundle controls communication between the monitor and the belt connection. A second white wire bundle allows for communication to occur between the monitor and the modem. The last wire controls response button functionality. The disconnected wires are a result of the separated monitor case. The root cause of the separated case cannot be positively determined but was likely physical impact resulting from a drop. No adverse event resulted from the damaged wires. The patient ended use four months prior to returning equipment without alleging any deficiencies.